Event description:
Reportedly this needle was being used for a terminal pt. The pt was very restless, and had no available space on the abdomen for proper placement. The needle was placed in the pt's arm. After some period of time the needle was found to be broken and missing the tip. The reporter assumed that the needle broke in the arm of the pt. There is no plan to confirm that a fragment remains in the site and there is no plan to remove a fragment if present.